Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and call back if the issue reappears.